Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat ultrasonic tip broke off. This issue occurred during a therapeutic hysterectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections. Updated fields: d3, d4 (lot, UDI), d9, g1, h6.

Event description:
No additional information provided by the customer.